Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, via right access, using an inline sheath and a non-medtronic guidewire, it was difficult to advance the delivery catheter system (dcs) through the previously implanted non-medtronic valve. The dcs was realigned and passed through the valve. After the valve was implanted, a dissection was noted at the end of the aortic arch and beginning of the descending aorta. A stent was placed which successfully treated the dissection. Per the physician, the dcs contributed to the dissection. A hematoma was noted which created pressure on the right atrium. The patient was stabilized; treatment for the hematoma, via a lateral thoracotomy to extract the hematoma, was planned for a later date. It was unknown what caused the hematoma. It was noted the aortic arch was slightly calcified. No additional adverse patient effects were reported.